Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an elective lead replacement procedure on (B)(6) 2018, it was found the patient's model 3186 lead reflected high impedance values. As such, the patient's model 3186 lead was explanted and replaced. Reportedly, effective therapy was restored following the procedure.